Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Patient reported the infusion device displays an e8 (power interrupt) error message. Patient stated she received an alarm prior to the e8; did not confirm the alarm she just changed out the battery. Patient reported she is unable to clear the alarm due to the check button not working. Patient stated the button failure is constant. Patient reported the issue began today. Patient stated the button is flat, does not respond when pressed hard and does not make an audible sound when pressed. Assisted with setting up backup infusion device. No physiological effects were reported. Patient did not report needing assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device for evaluation.